Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). (B)(6). Failure (event) observed during analysis. External insulation abrasion was noted at 12.1-12.3cm, 14.4-14.7cm, and 22.8-23.8cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at all abrasion locations.

Event description:
This report is to advise of an event observed during analysis.